Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had no knowledge regarding fall rate and need assistance to program the insulin pump and had battery issues. Troubleshooting was done for low battery alarm. The customer was educated regarding sensor glucose and blood glucose readings, rise and fall rate and when to calibrate. Customer also mentioned about low blood glucose but declined to do troubleshooting. Customer stated that she had issues with sensor and insulin pump would go into threshold suspend. Troubleshooting was done. Customer's blood glucose was 136 mg/dl. The customer was advised that sensor would be replaced. No further information provided.